Manufacturer narrative:
The customer informed the service center representative they changed out their cv-190 and they are now no longer getting a 190 series scope image to display. The customer stated only the color bars are displaying on the monitor when using the gif-h190 with the system and was advised to remove the scope, clean the gold contacts with seventy percent (70%) isopropyl alcohol without success. The customer was advised to turn the system off and reseat the maj-1933 cable and upon removing the maj-1430 cable which resolved the problem. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that their evis exera iii video system center is not displaying an image after being replaced. The failure occurred during an unspecified procedure with no impact to the patient. Upon speaking with service center, the physician replaced the device and completed the procedure. There were no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Though the phenomenon was resolved via troubleshooting, it is likely that the scope cable was defective. Olympus will continue to monitor field performance for this device.